Manufacturer narrative:
Received 1 used catheter for evaluation. Under visual evaluation, no defects along the catheter were found. Per the functional evaluation, the catheter balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and a water leak was found on the inflation arm below the valve assembly. This issue could have been caused in the valve and cap assembly process. Therefore, the reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the shaft of the catheter. Upon injecting the device, it was noted that there was a crack on the shaft of the catheter. The device was discarded and replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the shaft of the catheter. Upon injecting the device, it was noted that there was a crack on the shaft of the catheter. The device was discarded and replaced.